Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a premature ventricular contractions procedure there was a pericardial effusion. After mapping was completed and ablation was being done on the rvot, there was a drop in impedance. At the end of the procedure, on the ultrasound, the effusion was noted on the septal rvot. The effusion self-resolved without any intervention necessary and there were no alleged issues with any abbott devices. The patient is stable.